Manufacturer narrative:
Additional information was received that the patient will no longer undergo a revision and no further course of action will be taken as the patient was able to charge successfully.

Event description:
A report was received that the patient had to frequently charge her ipg. Database analysis revealed no anomalies. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient had to frequently charge her ipg. Database analysis revealed no anomalies. The patient will undergo an ipg replacement.